Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an app crash alert occurred. No additional patient or event information is available. Data was provided for evaluation. Data review showed a structured query language (sql) error however the reported event of an app crash alert was not confirmed. The probable cause could not be determined.